Event description:
Bili-blanket motor strongly smelled like it was burning. Mother called the nurse and the room smelled strongly of a burning motor or like plastic burning. The nurse immediately removed the blanket from the baby and assessed baby. The nurse got a fan to help remove the smell in the room because it was overpowering. No harm.